Event description:
It was reported that during insertion of the intra-aortic balloon (iab), a leak occurred and blood was seen inside the helium tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: dr. (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).